Event description:
During evar on an (B)(6) male, the hemostatic valve leaked. A renu cuff was also placed. No additional info is available at this time. Pt outcome is unk.

Manufacturer narrative:
(B)(4). The device is shipped with an "instruction for use" (IFU) booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Per final inspection, the device is inspected for numerous characteristics that could prevent/reduce from the valve; discs are checked to be correctly positioned in snap fit cap. Discs are checked to be punctured thru and free of tears. A pressure test is performed on each valve. A definitive root cause cannot be determined at this time. The possibility exists the off center hole described above could have occurred during mfg or during clinical use. We will continue to monitor for similar complaints.